Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that the patient had problems waking up on the floor, parking lot, or where ever they were at the time. The patient had several health care professionals work on their case and each seemed to think the patient¿s pump may be malfunctioning. The patient did not think it was stopping as the patient did not experience any symptoms on withdrawal. The patient was wondering if it may be ¿double dosing¿ the patient at times, thereby causing the patient to faint. No additional information was reported. Further follow-up is being conducted; if additional information is received a follow-up report will be sent.